Manufacturer narrative:
Investigation into the event determined that the positively biased phbr results were obtained during a correlation between 2 phbr slide lots. The new lot of slides was more closely calibrated to the reference method. Biased results on some individual samples are expected. The root cause is a combination of an ocd calibrator adjustment for the new slide lot, expected calibration variability, and expected precision variability.

Event description:
A customer observed positively biased phbr pt results on the vitros 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.